Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 0.9; lab: 1.9; therapeutic range: (2.0-2.5). Testing was done within a couple hours. Pt is taking coumadin (morning dose).